Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00044 initial report on 2021-01-15 and MDR 1219913-2021-00044 supplemental 1 report on 2021-05-26. Additional information - 2021-11-26 an outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report observations of false reactive atellica im toxoplasma igg (toxo g) lot 264 results on different samples from the same patient. The initial reactive result did not match the patient's historical results that were non-reactive with atellica im toxo g lots 260 and 262. The customer repeated the recent sample on an alternate method, and it was negative as expected. Upon repeat of that sample with atellica im toxo g lot 266, it recovered equivocal. Calibration and qc data were not provided, but the region noted that the calibration recovered lower relative light units than previous lot. The customer did not treat the samples with heterophilic blocking tube (hbt) or with non-specific antibody blocking tubes (nabt) and there was no sufficient sample volume left for additional internal testing by siemens. Siemens reviewed internal release quality control and medical decision pool data and lot 264 was comparable to other released lots. Siemens initiated an internal study that included fifty (50) normal patient samples from siemens and fifty (50) patient samples from france. All samples were tested with advia centaur xp toxo g lots 265 and 267 and atellica im toxo g lot 264 in replicates of 3 (n=3). Overall, from the 100 samples tested in total, 4 samples produced different results (3 equivocal/reactive, 1 equivocal/non-reactive). Siemens screened 145 patients across the two platforms with advia centaur xp toxo g reagent lots 265 and 273 and atellica im toxo g lots 264 and 272. Out of the 145 patients, 144 showed consistent (reactive/equivocal or nonreactive/equivocal) results across both platforms. The customer's data for lot 264 was provided to siemens and considering the 225 patient toxo g results provided were negative, then specificity for this account is 225/226= 0.9956 x100= 99.6 %. Per the atellica im toxo g instructions for use (IFU) 10995430_en rev. 02, 2019-08, the initial relative specificity results range from 97.7%- 99.8%. Based on the available information atellica im toxoplasma igg lot 264 is performing as intended and a product performance issue has not been identified. Customer is operational. No further investigation in required. In section h6, the investigation type, findings and conclusion codes were updated based on the investigation results. MDR 1219913-2021-00042 supplemental 2 and MDR 1219913-2021-00043 supplemental 2 were filed for the same issue.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00044 initial report on 01/15/2021. Additional information - 04/27/2021. A minimum of 1ml of the customer's sample was not available in order to further investigate. From dowloaded customer data, during the period from 12/01/2020 to 12/09/2020 there were 225 patient samples tested with atellica im toxo g lot 264 with 25 reactive results. Additional information - 05/04/2021. Siemens performed an internal study using 100 patient samples. Fifty (50) normal patient samples were acquired by siemens and fifty (50) patient samples were acquired from a french acquisition company (inospecimens niobank). All samples were tested with advia centaur xp lots 265 and 267 and atellica im (aim) lot 264 in replicates of 3 (n=3). Due to hardware errors during the testing, 7 samples from the french acquisition company did not produce results on aim, but when tested with advia centaur xp lots 265 and 267, they produce the same toxo g qualitative results. In addition, 2 (different) samples from the french acquisition company did not produce results with advia centaur xp lot 267, but had the same toxo g qualitative results between advia centaur lot 265 and aim lot 264. Overall, from the 100 samples tested in total, 4 samples produced different results (3 equivocal/reactive, 1 equivocal/non-reactive). If the information provided on 4/272021 is considered, (225 patients aim toxo g results at the customer site are negative), then specificity is 225/226= 0.9956 x100= 99.6 %. Per the assay instructions for use (IFU), total relative specificity from 3 studies in the IFU is 98.6 %. Siemens continues to investigate. MDR 1219913-2021-00042 supplemental 1 was filed for test date 11/16/2020. MDR 1219913-2021-00043 supplemental 1 was filed for test date 11/18/2020.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." MDR 1219913-2021-00042 was filed for test date (B)(6) 2020. MDR 1219913-2021-00043 was filed for test date (B)(6) 2020.

Event description:
A customer obtained false reactive atellica im toxoplasma igg (toxo g) results on different samples from the same patient that were tested on different days. The results were considered discordant based on the patient's historical nonreactive results. The false reactive results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive toxo g results.